Event description:
Procedure type: colon resection. According to the reporter: one firing occurred w/original procedure. Re-op (B)(6) 2012 - disruption to the staple line. As a result of a diverting colostomy was performed.

Manufacturer narrative:
(B)(4).